Manufacturer narrative:
Session records indicated that the loss of capture and oversensing event was sensed by the device.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, oversensing was noted on the right ventricular (rv) lead. The physician suspected loss of capture on the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.